Event description:
New information received notes, myopotentials was sensed as noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon device interrogation, the pulse generator exhibited noise reversion episodes occurring constantly despite no signals being present on the electrogram channel; due to diagnostics anomaly. Device re-programing was done successfully. Patient was stable and will continue to be monitored at regular intervals.